Event description:
A complaint was received that indicated that most of the "hundreds unit" display is missing. A request was made to return the system for evaluation. In the meantime a replacement unit has been provided.